Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube extension pad printing removed. There were a few areas with pad printing removed. The largest area measured 0.37 x 0.289 at the distal end. A smaller area at the proximal location of the tube extension was 0.29 x 0.13. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material missing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci hysterectomy with bilateral salpingo-oophorectomy, when reviewing the tip it was noted to have orange insulation peeling. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.